Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01987. It was reported that guide wire fracture occurred. The target lesion was located in the calcified posterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced however, the device broke off and was detached along the lesion area. The detached component was not retrieved due to total occlusion of calcium in the vessel. The fragment of the broken wire was too short to try to remove with some snare or other removing device. Subsequently, revascularization of the arteries below the knee and plantar arch was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.

Event description:
Same case as MDR ID 2134265-2018-01987. It was reported that guide wire fracture occurred. The target lesion was located in the calcified posterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced however, the device broke off and was detached along the lesion area. The detached component was not retrieved due to total occlusion of calcium in the vessel. The fragment of the broken wire was too short to try to remove with some snare or other removing device. Subsequently, revascularization of the arteries below the knee and plantar arch was performed. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device is stuck inside a non bsc device. A visual examination identified kinks on the body and it shows excessive manipulation on its proximal end. The outer diameter (od) of the middle of the device is within specification; however, the overall length, od of distal tip and proximal section could not be performed due to device conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).